Event description:
Loaner staff of stryker (B)(4) noticed the breakage of peg of the patella drill template after it was returned from the hospital.

Manufacturer narrative:
The fracture surface associated with the missing pin was found to be consistent with overload fracture. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Loaner staff of stryker (B)(4) noticed the breakage of peg of the patella drill template after it was returend from the hospital.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.